Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: h4. Corrected: g1. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the vbs small stent used during surgery was found stuck with hardened cement on the distal portion of the insertion needle. Therefore, the complaint condition can be confirmed. Based on the available evidence, a definitive root cause could not be determined. According to the surgical technique se_818940, vertebral body stent. Pag. 39 remove injection needles and working sleeves. Warning: the timing of the release of the ppma based bone cement is dependent on the pmma based bone cement selection. Its preparing, injection and setting times vary by product. If the injection needle with the working sleeve is removed too early, there may be risk of pulling cement into the muscle tissue. If the injection needle is removed too late it may be difficult to remove. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the vbs small would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code: 09.804.500s. Lot number: 82357063. Release to warehouse date: 25.nov. 2025. Expiration date: 01.nov. 2028. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
It was reported during a vbs procedure, the incision process went smoothly. Regular bone filler was used. However, immediately after filling, when trying to withdraw the guide tube, it couldn't be pulled back; it moved along with the stent. The incision was enlarged along with the stent and pull it all out from the body. Another sized vbs was also used during the procedure, with no difficulties. The procedure was completed successfully with a fifteen (15) minute delay.